Manufacturer narrative:
Continuation of d10: product ID: 4fc12 product type: sheath, product ID: 203cx product type: coaxial umbilical cable product event summary: the 2af284 balloon catheter of lot number 23051 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was carried out and the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 2 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. However, during inflation, a guide wire lumen kink was observed inside balloon segment. Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.34 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the catheter failed the return product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced which resolved this issue. Also, despite connecting the balloon catheter to the console and applying negative pressure, a notice persisted indicating that negative pressure was not applied to the center of the console. The flush test could not be started after the balloon catheter was connected, so the coaxial umbilical cable was replaced which resolved this issue. Furthermore, after the balloon catheter was inflated in saline in order to remove air, it was observed that the balloon shaft was bent. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.